Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unk - constructs: 2.7-/3.5-mm va-lcp olecranon plate and screws.

Event description:
This report is being filed after the review of the following journal article: cha sm, et al. (2021), elimination of irreducible intercalary fragment and fixation using locking plate for mayo type iib olecranon fracture¿outcomes compared with type iia, archives of orthopaedic and trauma surgery, pages 1-9, (south korea). This study retrospectively compared the clinical and radiologic results of comminuted olecranon fractures (mayo type iib) treated by plating after elimination of the intercalary fragment with those of relatively simple olecranon fractures without articular comminuted fragments. Between march 2008 and february 2015, 65 patients who had undergone operative treatment for olecranon fractures were included in the study. Patients with fragments that were eliminated because they were too comminuted to be fixed during surgery (type iib) were included in group 1. Patients without intraarticular comminuted fragments (type iia) or with very few fragments were assigned to group 2. Group 1 consisted of 33 patients with 11 males and 22 females with a mean age of 49.33+/-11.13 years of which 12 patients were implanted with an unknown synthes va-lcp olecranon plate while the rest were implanted with 2 other competitors¿ devices. Group 2 consisted of 32 patients with 13 males and 19 females with a mean age of 50.31+/-11.63 years of which 12 patients were implanted with an unknown synthes va-lcp olecranon plate while the rest were implanted with 2 other competitors¿ devices. After surgery, all patients were immobilized using an upper arm splint, with elbow flexion of 90 degrees, until their wounds were healed. All radiologic evaluations were performed at the final follow- up (at least 5 years after the operation). Patients were followed up postoperatively at 4, 8, and 12 weeks, and then at 6, 12, 24, and 60 or more months. The authors did not specify which patients were implanted with the synthes device. Thus, complications will be reported as follows: group 1: 4 patients had heterotrophic ossification grade 1. 5 patients had ulnohumeral arthritis grade 1. 3 patients had ulnohumeral arthritis grade 2. Group 2: 3 patients had heterotrophic ossification grade 1. 7 patients had ulnohumeral arthritis grade 1. 2 patients had ulnohumeral arthritis grade 2. This report is for the unknown synthes va-lcp olecranon plate and screws. This report is for one (1) unk - plates: 2.7-/3.5-mm va-lcp olecranon plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - plates: 2.7-/3.5-mm va-lcp olecranon plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.